Event description:
Biomed received a report from the sterile processing department stating that the sterad sterilizer was leaking some type of fluid. Clinical engineers and bmets responded to the call and reached out to asp to troubleshoot this issue. Asp said that the device needed to be taken out of service until a service engineer could be on site to resolve the issue. This machine was down for over a day and a load had to be reprocessed.